Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, a visual inspection of the pump showed no defects in the cartridge compartment. The battery compartment was observed to be cracked from the threads to the case seal. Unrelated to the complaint, investigation revealed that the display was dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.